Manufacturer narrative:
Sections with additional information as of 29-july-2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: complaint was forwarded to packaging based on complaint's description for investigations, internal evaluation has been completed, no abnormalities observed most likely underlying root cause mlc-009: use error caused or contributed to event.

Manufacturer narrative:
Sections with additional information as of 01-july-2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: customer returned empty vial of test strips. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Further internal investigation is in process. Added root cause mlc-009: use error caused or contributed to event.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to potential exposure to biohazard material. Test strips were returned for evaluation. Investigation in process note: manufacturer contacted customer in a follow-up call on 06-may-2021 to ensure the replacement product resolved the initial concern - able to establish contact with customer who stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for potential exposure to biohazard material. Customer stated that the vial of true metrix test strips has a red spot on it that resembles and could possibly be blood. Customer stated that he scratched at the red mark with his fingernail and some of the mark had come off. Customer stated that it is not possible the blood is his because he is extremely careful when testing. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. The product storage was not disclosed. The test strip lot manufacturer¿s expiration date is 08/18/2022 and open vial date was not disclosed. Customer stated that there are no more test strips left in the vial.